Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reloaded the cartridge and successfully resumed insulin delivery. There was no reported adverse impact to customer's blood glucose.